Event description:
New information received notes that no premature battery depletion was noted.

Event description:
It was reported that a patient presented with back-up vvi mode due to premature battery depletion noted on the patient's implantable cardioverter defibrillator. Programming changes were made. The patient was stable throughout.